Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, hub/collar separation occurred with one (1) unit. After the blood draw, the needle detached and remained in the patient¿s arm. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, ten retained samples were functionally tested, and none of the needles separated from their holders. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, hub/collar separation occurred with one (1) unit. After the blood draw, the needle detached and remained in the patient¿s arm. No adverse impact was reported for either the patient or the user.